Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11b11042) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error 2240 (air in line) which occurred on the home choice (hc) during dwell 4 of 6. The home patient (hp) stated that she was connected and the supply bag was empty. There was solution in the heater bag only. The baxter technical service representative (tsr) asked if a bag had come undone and the hp stated "no." The hp will finish therapy with manuals. Product surveillance (ps) spoke with the hp on (B)(6) 2011. The hp stated that they did not notice any visible damage or abnormalities with the supplies and did not know how air could have got into the lines. The hp stated they had issues with the cycler; however, they have received a new machine since and have had no further issues. The hp stated they had discarded the sample. There was no patient injury or medical intervention was reported.